Event description:
The fogarty balloon catheter was used to retrieve a clot during a procedure. During the procedure, the catheter would not deflate. Catheter had to be pulled against the sheath to rupture the balloon. After removal, injection was done which showed extravasation of artery. Pt taken to surgery for repair of the artery.